Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-1132 serial#: (B)(4) description: precision spectra implantable pulse generator model#: sc-2316-50 serial#: (B)(4) description: infinion 1x16 perc lead kit (50 cm) model#: sc-3400-30 serial#: (B)(4) description: infinion splitter 2x8 kit (30 cm) model#: sc-4316 lot#: 17241724 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient had high impedances on majority of the contacts. The patient will undergo an scs system replacement procedure.

Manufacturer narrative:
Additional information was received that there were high impedances noted on the patients leads after multiple falls. The patient underwent a revision procedure wherein the scs system was replaced. The patient was doing well postoperatively.

Event description:
A report was received that the patient had high impedances on majority of the contacts. The patient will undergo an scs system replacement procedure.

Manufacturer narrative:
Sc-1132/(B)(4): device evaluation revealed that the device passed the functional test and revealed no anomalies. Sc-22316-50/(B)(4): device evaluation revealed that the complaint was confirmed. Continuity test verified all contacts were open. Most cables were fractured on the lead body at the kinked site where the clik-anchor was placed, and inside the proximal array. No cables were exposed at the sites. Sc-22316-50/(B)(4): device evaluation revealed that the complaint was confirmed. Several cables were pulled out at the distal array and the clik site. Continuity test verified all contacts were open. Most cables were fractured on the lead body at the kinked site where the clik-anchor has been placed, and inside the distal array. Sc-3400-30/(B)(4), sc-3400-30/(B)(4): device evaluation revealed that the device revealed no anomalies.

Event description:
A report was received that the patient had high impedances on majority of the contacts. The patient will undergo an scs system replacement procedure.